Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in liquid in lens vial. Visual inspection found haptic torn. Claim#(B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter states that prior to patient contact, the haptic of a cc4204a intraocular lens, diopter +28.0 ripped. The backup lens was used. This occurred on (B)(6) 2019. Reportedly, no additional information is available regarding this event.